Event description:
During a service visit to replace a kvd component, the varian service engineer discovered a damaged kvd wrist belt. There was no pt involvement with this event.

Manufacturer narrative:
The investigation shows that the damage on the cast and belt was due to friction caused by a loose object that got between the belt and the wrist pivot. The cast and pivot are made of aluminum, which can be easily damaged by a loose metal object. However, no missing or loose part was observed during the investigation. Furthermore, the investigation could not determine how a loose object got into the assembly. The cast does not support the device structure, so under normal operation, there is no force on it and damage like this crack does not affect the structure. However, if the belt detached, the edge of the kvd cover could collide with the pt or the user. No injury occurred in this case, and the belt did not become detached. During a post review of this complaint record, varian has determined that, although the belt did not become detached, an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. All parts (belts, pivot and pulley) were replaced. The sharp edges of the crack were filed down and the device was returned to normal operations. No additional follow-up to this MDR is expected.